Event description:
The rptr stated that he did a meter to lab comparison test, side by side. Both tests were capillary, with a result of his meter of 275 mg/dl. The rptr did not have any symptoms. On followup, a control test was out of range, high, 176 (97-145).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8